Event description:
It was reported that a patient presented in clinic after receiving a low out of range high voltage lead impedance alert. It was reproducible with pocket manipulation. Lead revision will be scheduled.

Event description:
New information noted that the lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal insulation abrasion was noted under the svc shock coil at 43.4-46.0cm from the connector pin. The etfe coating was abraded at this location, consistent with the field observation of low hv lead impedance.